Manufacturer narrative:
The cause of the reported event remains unknown as the event could not be reproduced. The returned device showed signs of usage along with the collapsed sheath and damaged sensor wire loops. The returned delivery catheter and sensor were measured and met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No ncmrs and two complaints were found related to the event. The review determined the process was performed and completed in accordance with abbott specifications and procedures. There is no CAPA associated with the reported event. This and similar events continue to be monitored and trended via quality data review.

Event description:
The cardiomems sensor was entrapped in the patient, which required an additional access point to remove. The entrapment also caused the cancellation of the cardiomems implant procedure.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.